Event description:
It was reported that following a successful ivc filter placement, the physician was concerned that one of the filter legs might be crossed. Reportedly, the physician evaluated the images and could not conclusively determine if the filter legs were crossed. The implanted was successful and without difficulty. The physician felt confident with the placement and the anchoring of the filter and left the filter in place. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.